Manufacturer narrative:
The customer complained that the autopulse platform (sn (B)(6)) stopped compressing, which was confirmed based on an archive data review but not during functional testing. Based on the archive data, the autopulse platform stopped compressions due to user advisory (ua) 19 (max applied load exceeded). The load sensor detected a heavy load being applied (>270 lbs./123 kg) during the compression. The maximum load sum indicated that loads ranging from 317 to 322 lbs were applied during the incident. However, no device malfunctions were observed during functional testing, and the autopulse platform performed as intended. Per the autopulse resuscitation system model 100 user guide: "the autopulse system is designed for adults with a weight of no more than 300 lbs. (136 kg) with chest circumference of 29.9 to 51.2 in. (76 to 130 cm) and chest width of 9.8 to 15 in. (25 to 38 cm)." A review of the archive data revealed that a ua19 error occurred on the customer's reported event date, confirming the reported complaint. The autopulse platform passed initial functional testing without any faults or errors. A load characterization test was performed, confirming that both load cell modules were functioning within specification. A brake gap inspection was conducted to verify that the brake gap was within the specified limits. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a known good test battery, until it was discharged without any faults or errors.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn 34494) stopped working during the patient call. The specific user advisory error message was not identified. The crew switched to manual CPR. No consequences or impact to the patient.